Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07071. It was reported the pt had been experiencing headaches and a heating sensation while attempting to recharge the device. The pt indicated she has not used the system for over a year. The pt has multiple sclerosis. The physician recommended the pt explant the system to treat the condition. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r. This ipg serial number is included in field advisories and a field correction, 1627487-07262012-001-c, 1627487-05242011-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.